Event description:
It was reported that during routine device change out the pulse generator exhibited telemetry anomaly. The procedure was completed without any consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis confirmed normal battery depletion.